Event description:
Bipolar coagulator was being used on pt for cataract surgery. Pt stated she felt electric current ("shock"). Unit was removed from service. Device was examined and tested by MFR and found internal electrical component's ceramic brace disintegrated with no discerniable cause.